Event description:
It was reported that the patient presented for an rf ablation procedure. During the electrophysiologist¿s reprogramming of the pacemaker, it was found that the electrocardiogram was missing from the programmer. Programming changes were made, and there were no patient consequences.